Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for difficulty walking; extensor mechanism insufficiency. Event is serious and is considered severe. Event is possibly related to procedure. Event is not related to device. Date of implant: on (B)(6) 2022. Date of event: on (B)(6) 2022. (Left knee). Treatment: extensor mechanism reconstruction.

Event description:
On (B)(6) 2022, the patient had a left hybrid total knee arthroplasty to address primary osteoarthritis, endstage. Depuy components were used during this procedure, including depuy cement and depuy patella. (B)(6) 2022 medical records, not the patient started getting more pain, and difficulty with walking. The patient has a large prepatellar fluid collection. Aspiration was done on (B)(6) 2022, the patient had an open repair of left patellar tendon rupture to address acute patellar tendon rupture in the left knee, status posts total knee arthroplasty. The surgeon reported finding an avulsion of the patellar tendon and there was a fairly good stump of tissue of the inferior pole of the patella. The patellar button was noted to be stable.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.